Event description:
The customer reported receiving a reading of 120 mg/dl with her freestyle freedom meter. However, she lost consciousness and the paramedics were called. Upon arrival, they rec'd a blood glucose level of 12 mg/dl with an unk brand meter. They treated her with a glucose IV solution and transported them to hosp. There was no report of death or permanent impairment.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed. All results were within the range spec during control solution testing. According to the memory log of the meter, the customer rec'd a reading of 203 mg/dl 2 hrs before the event happened and the reading of 120 mg/dl was not listed.